Manufacturer narrative:
(B)(4)

Event description:
Procedure: sigmoidectomy. According to the reporter: at the 2nd firing, it was difficult to retrieve the firing knob. The knob was retrieved; it is unknown where the firing knob fell, however, nothing fell into the patient cavity. There was unanticipated tissue resection. Tissue trauma was also reported. Operating time was extended more than 30 minutes. It is unknown whether reinforcement material was used.

Manufacturer narrative:
(B)(4).